Event description:
The customer reported that there was a failure to alarm. It was also reported that no pt was harmed as a result of this issue.

Manufacturer narrative:
The customer reported that there was a failure to alarm. It was also reported that no pt was harmed as a result of this issue. In abundant caution, we will report this incident. Further investigation showed that the alarms had been turned off by a user. Permissions for changing alarm settings are configured by the users. Product labeling (IFU) adequately describes the alarming options for this device. No further investigation or action is warranted. (B)(4).